Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside the device and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level of 23 mg/dl. The customer had symptoms that are indicative of diabetic ketoacidosis after they treated with food. Customer's blood glucose value was 374 mg/dl at the time of the call. Customer reported that the low blood glucose levels began three weeks prior. The customer stated that they went through an MRI with the insulin pump. The customer was advised to take the device off when preforming an MRI examination. The customer had a change battery alarm three weeks ago when their insulin pump failed to deliver insulin after preforming a bolus. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop and rise erratically. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted during testing. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.